Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. A 24mm closure device was deployed in the patient but could not meet release criteria. The physician removed the wds and removed the single curve was from the patient. A new double curve was was positioned in the laa and a new wds was inserted. The 20mm closure device was deployed in the patient. The physician made multiple attempts at repositioning the closure device and performed multiple recaptures but was unable to get the closure device past the bifurcation in the laa. The patient became hypotensive and hemodynamically unstable. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion with cardiac tamponade present in the patient. The physician performed a pericardiocentesis and removed 800ml of blood from the patient. The patient stabilized after this treatment and was brought to the intensive care unit to recover from this event. The patient has since been discharged and is doing well.